Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother stats the pump time and date have changed multiple times. The mother states the customer had been previously hospitalized for diabetic ketoacidosis. The mother states the customer had received failed battery test at that time. Troubleshoot was conducted and the pump passed self-test. The customer was advised to monitor the device and call back if issues persist.